Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready-screen , lot x292, and capture-r ready-ID, lot id119, used by the customer. Sample was qns for instrument testing. Crrs (I and ii), lot x292, expired before the returned sample received in laboratory. Manual testing was performed with customer's patient sample using retention crrs (I and ii), lot x293. Sample was nonreactive with both cells. Hemagglutination tube testing was performed with customer's patient sample using selected k+k+ and k- cells from retention panocell-10, lot 29569. Immuadd, lot 357005, was used as potentiator and testing was performed at all temps. Sample exhibited +w reactivity with all k+ cells tested and was nonreactive with k- cell at iat. The nature of the sample cannot be ruled out as contributing to the event.

Event description:
Customer reported unexpected negative reactions on the galileo using capture-r ready screen (crrs). The patient has a history of anti-k.